Event description:
After successful placement of the precise stent during a left internal carotid artery stenting procedure, the flow slowed; therefore, post-dilatation was done with an amiia (423550s) balloon catheter for 5 sec at 10atms. However, after post-dilatation, the flow stopped. A suction catheter was delivered to the lesion and suction was completed, although no visible thrombus existed. The flow recovered after suction and the angioguard was retrieved. Post procedure, the pt experienced right arm and leg dyskinesia and lalopathy. An angiography confirmed partial embolization of the middle cerebral artery. Urokinase was administered to the embolized lesion via microcatheter. The emboli was dissolved by the urokinase, but mild dyskinesia remained. There was no calcification present. The vessel was mildly tortuous and 96% stenosed. There was debris present in the filter. There were no problems encountered retrieving the filter basket. The stent was patent. There were no other noted anomalies.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2008-00026 and 9616099-2008-00246. After placement of an angioguard the lesion in the left internal carotid artery the lesion was dilated with a non-cordis balloon catheter. The vessel was described as without calcification, mild vessel tortuosity and a 96% stenosis. After successful placement of the stent blood flow was reported to slow, so the stent was post dilated. After post-dilatation the flow stopped. A suction catheter was delivered to the lesion and suction carried out (tough no visible thrombus existed). The flow recovered after the suction, and the angioguard was retrieved. Debris was found in the filter basket after removal from the pt. After the procedure was completed, the pt experienced dyskinesia on right arm and right leg along with lalopathy. Partial embolization of middle cerebral artery was confirmed by angiography. Urokinase was administered to the embolized lesion via microcatheter. The emboli were dissolved, but mild dyskinesia remained. Stroke, transient ischemic attack (tia) and emboli are well known and documented potential complications of this type of procedure and are listed in the info for use (IFU) as such. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. A review of the device history records relative to the manufacturing, inspecting and packaging of lot 01991433 was completed. The history records indicate this product was final inspection tested and was determined to be acceptable.